Manufacturer narrative:
On 26-mar-2024, the product investigation was completed. It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white syndrome ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician was aspirating on the vizigo and got a bunch of air back. The medical team did not believe that air entered the patient. No medical intervention was required. The vizigo was replaced and the procedure continued. No patient consequences were reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath. Back pressure test was performed, and values were observed within specifications, no bubble or water leakage issues were observed. A manufacturing record evaluation was performed for the finished device number lot 00002443 and no internal action related to the complaint was found during the review. The issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt)/ wolff-parkinson-white syndrome ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the physician was aspirating on the vizigo and got a bunch of air back. The medical team did not believe that air entered the patient. No medical intervention was required. The vizigo was replaced and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).